Manufacturer narrative:
Batch review performed on 30-jul-2024: lot 2349537: (B)(4) items manufactured and released on 22-jan-2024. Expiration date: 2029-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 30-jul-2024: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2343060: (B)(4) items manufactured and released on 27-nov-2023. Expiration date: 2028-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 1 month after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.